Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 3.3, lab: 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.3, lab: 2.7, mean: 3, confident limits: 1.8-4.2. As per internal procedure tr#0150 rev.2, the inratio and lab values are within confident limits. The product will not be investigated.